Manufacturer narrative:
Outcomes attributed to adverse event: other: utis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, per the patient's nurse, the patient had experienced off and on, but frequent, utis since their implant, and they were "having a hard time healing [them]." They were redirected to follow up with the patient's managing healthcare provider to discuss symptoms. They were also provided with the appropriate phone number and transferred for a lost handset. There were no device issues nor further patient complications reported at this time.